Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the pivot pin. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent with overload.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the instrument broke. The under jaw was broken off during an unspecified spinal surgery. The fragment was removed from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.